Event description:
It was reported that the bladder of a small volume folfusor burst. This occurred during filling with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: october 9, 2013 ¿ october 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the reported rupture to the bladder was noted. During microscopic inspection markings were noted on the exterior of the bladder near the rupture line. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.